Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was previous noted that the right atrial (ra) leadless pacemaker (lp) had gone into reset mode due to watchdog related reason. The ralp was able to be interrogated as normal and there was no known intervention performed. Further information was requested but not received.

Event description:
New information received notes that the issue was resolved on its own. There were no patient consequences.